Event description:
It was reported that the nail broke and was revised after subtrochanteric pseudoarthrosis. No adverse consequence to the patient or surgical delay was noted. The following items were also explanted: gamma lag screw, 3370-2-090; 2-g/k screws, 3370-5-030; gamma set screw, 3370-1-000.